Manufacturer narrative:
Date of event - used (B)(6) 2019 since event date is not provided.

Event description:
It was reported that balloon rupture occured. A 18-6/5 x 8/75 xxl esophageal balloon dilator was advanced for dilation. However, at 2 atmospheres, the balloon ruptured. No patient complications were reported.